Event description:
Boston scientific crm received information that during a device replacement procedure, the terminal pin of this right ventricular (rv) lead broke off at the device header. The lead was surgically abandoned and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.